Event description:
On (B)(6) 2013, the patient contacted animas stating she experienced a blood glucose (bg) value of 555 mg/dl with moderate symptom of nausea, frequent urination and thirst. The patient reportedly was able to treat the bg via a bolus with the pump and the bg reportedly decreased to 143 mg/dl. The patient reportedly was having issues with occlusion alarms. The patient denied having a bent cannula. There were reportedly no issues with the set or cartridge. It was noted that the patient had issues with scar tissue but was not using that particular site. No issues were noted with the prime step of the pump. Customer support (cs) reviewed the pump occlusion sensitivity and noted that it was set too high. It was noted that cs advised the patient as to how to adjust the setting for occlusion. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient reportedly had the occlusion sensitivity set too high.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.